Manufacturer narrative:
The product analysis results are pending completion of the evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the nim patient interface was not working properly. There was no patient or staff impact.

Manufacturer narrative:
The product analysis indicates the patient interface came in with missing spare fuses. The reported issue was confirmed. The p/I pcb board was replaced due to failure. The missing fuses and worn wave washers were also replaced. The patient interface was repaired and successfully tested to specifications. If information is provided in the future, a supplemental report will be issued.